Manufacturer narrative:
D4: UDI: as the lot number provided for the device involved in the event was not a valid lot number, the full UDI is currently not available. The product has not returned for analysis, however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and an oily substance was found on the inside packaging of the vizigo sheath that was not present on the outside of the packaging. The catheter was replaced and the procedure was continued. No adverse patient consequence was reported. Additional information indicated that the issue was noticed before use and before the patient arrived at the procedure room. The substance appeared clear, and sticky to the touch. It did not move when the packaging was moved, as if it was a more thick, oily substance. It is about the size of a quarter and appears as if a splash of something hit the box, and then gravity pulled it downward a bit. Additionally, the substance was observed before any fluids of any kind were poured onto the sterile field, which ruled out it coming from the procedure table. The substance was found adhered to the packaging and was not "loose" like water would be. It felt like it had been there for a while, hence the sticky feeling to it. The vizigo sheath and all packaging was immediately removed from the sterile table upon noticing the substance and was not used on the patient. A new replacement vizigo was opened for the procedure.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a vizigo sheath, and an oily substance was found on the inside packaging. Photo evaluation analysis: a picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, an oily substance was observed on the cardboard tray of the device, the source of the substance remains unknown at this time. A supplier investigation was initiated to determine the nature of the oily substance reported. Based on the complaint description, the substance appears to be the approved lubricant applied to the device during manufacturing. A potential contributing factor may be the transfer of excess lubricant from the device onto the packaging card during transportation. The customer complaint was confirmed based on the picture received. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a vizigo sheath, and an oily substance was found on the inside packaging. The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual inspection of the returned sample revealed an oily material in the hub and hemostatic valve zone. No further investigation could be performed to the package as the device was returned without the outer packaging and pouch. Due to the condition of the device, a fourier transform infrared spectroscopy (ftir) analysis was requested and it was determined that the material indicates a strong chemical similarity consistent with silicone based material. The oily liquid was identified as silico med-460, which is part of the product requirement. However, the quantity applied appears to be excessive and will be reduced to prevent excess silicone going forward. Based on this finding, the assessment that the oily substance observed on the packaging card is due to excess silicone remains valid. The external manufacturer team will be implementing corrective actions to better control the amount of silicone applied. Products manufactured prior to the implementation of this improvement may exhibit a similar condition. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The packaging issue reported by the customer was confirmed. The root cause of this failure was related to the external manufacturing process. Corrective actions will be performed to better control the amount of silicon applied. D4. Lot was obtained, therefore, d4. Expiration date, d4. Primary UDI number and h4. Device manufacture date were updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).